Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for compact intuitive system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. In the initial report the device manufacture date provided (01/05/2016) was incorrect. The correct date is september 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss did not duplicate the issue, but determined that these are symptoms of a known software bug. Fss upgraded the unit and replaced the apollo remote receiver printed circuit board (pcba). Fss performed the field service checklist , which the system passed the functional tests and it was found to meet the abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the compact intuitiv console made a very loud noise and then froze. Touchscreen would not respond and the site had to do a hard shutdown and reboot, which then the unit performed correctly. There was no patient involvement reported and no patient treatments delayed or cancelled.